Event description:
The hospital reported that during an endoscopic vein harvesting procedure using hst iii system (3.8mm), in the process of loading delivery system to use heartstring, seal can not be used because it can not get out of delivery system. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
Internal complaint number: (B)(4). The device was returned to the factory for evaluation. A photograph was provided by the account. A photographic investigation and an investigation was conducted on 10/04/2019. Signs of clinical use and no evidence of blood was observed. The delivery device was returned inside the loading device, with the seal and tension spring assembly visible in the loading device window. The delivery device was removed from the loading device. The white plunger was not depressed and the blue slide lock was not engaged. Dimensions of the delivery tube were taken. The inner diameter was measured at 0.197 inches, the outer diameter was measured at 0.218 inches.the length of the delivery tube was measured at 2.50 inches. The measurement values recorded for the delivery tube were within the tolerance specifications. The seal and tension spring assembly remained inside the loading device. The seal and tension spring was removed from the loading device. There were no visual defects observed on the seal or tension spring assembly. Based on the returned condition of the device, the reported failure "fitting problem" was confirmed.

Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure using hst iii system (3.8mm), in the process of loading delivery system to use heartstring, seal can not be used because it can not get out of delivery system. A replacement device was used to complete the procedure. The hospital did not report any patient effects.